Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized twice due to high blood glucose. On (B)(6) 2018 they had blood glucose of 500 mg/dl at the time of the incident. The customer was at over 300 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having battery issues where the batteries would die at night and cause the customer to go high. Troubleshooting was not completed. The customer was hospitalized with a high of over 300 mg/dl on the day of the call. The insulin pump will not be returned for analysis.